Event description:
Pt experienced shattered right distal radius/ulna on 5/14/1993. Fracture was orginally casted, then pinned. Mal-union was noted and an unk plate was implanted on 9/30/1993. Synthes plate was implanted on 2/5/1997. On 4/22/1997 ununited fracture of the ulnar styloid process was noted and plate was noted as fractured. Plate was removed on 5/1/1997.